Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug release button of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual compression was used instead. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and until the indicator window changed to solid black. When depression of the button was attempted, the button could not be depressed at all. At this time, the indicator window was showing solid black. The indicator window did not show any red color during retraction. The device was used according to standard procedures, and further attempts outside the body also confirmed that the plug release button could not be pressed. The operator was trained in the device. The exoseal vcd was used in an interventional procedure, stored and prepped according to the instructions for use, and the procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was unknown. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. The puncture site did not have visible calcium or plaque, no stent was near the site, and there was no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the plug release button of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual compression was used instead. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped and until the indicator window changed to solid black. When depression of the button was attempted, the button could not be depressed at all. At this time, the indicator window was showing solid black. The indicator window did not show any red color during retraction. The device was used according to standard procedures, and further attempts outside the body also confirmed that the plug release button could not be pressed. The operator was trained in the device. The exoseal vcd was used in an interventional procedure, stored and prepped according to the instructions for use, and the procedure used a retrograde approach. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was unknown. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. The puncture site did not have visible calcium or plaque, no stent was near the site, and there was no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was performed, after the device was cleaned using peroxide and the ultrasonic washing machine; however, it could not be performed completely, as the mechanism still showed high presence of dry blood in the internal mechanism that impeded the adequate activation of the deployment mechanism after the black/black position in the indicator window was achieved, resulting in the splitting of the handle after the deployment lever was attempted to be depressed. Therefore, the plug could not be deployed as expected and the indicator wire could not be retracted. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, presence of excessive amount of dry blood was observed blocking the internal deployment mechanism. The reported event of ¿deployment lever (button) frozen/locked¿ could not be evaluated through analysis of the returned device as the device was clogged with blood residues, which impeded testing of the deployment mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine the factors that may have contributed to the deployment button issue, as the received condition of the device compromised the testing of the mechanism. However, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button.¿ the instructions for use (IFU) provides the following caution: ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.